Manufacturer narrative:
The balloon occlusion catheter was not returned for evaluation as it was discarded. There was no allegation that a malfunction occurred with the balloon occlusion catheter. It was reported that the aneurysm was ruptured as the guidewire from an unknown manufacturer was being repositioned for several minutes; however, it was not confirmed that the repositioning was the cause of the aneurysm rupture. Vessel rupture is a known complication indicated in the hyperglide instructions for use (IFU). In this event, the cause of the rupture was unknown and the make of the guidewire used was unknown. Based on the reported information, there is no evidence suggesting that the device was defective, but rather a procedure related event. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during a procedure, the aneurysm was ruptured as a guidewire (from another manufacturer) was being repositioned in the aneurysm for a couple of minutes. Prior to the event, the physician was able to advance the guidewire into the target aneurysm during delivery of the balloon catheter. It could not be determined if the aneurysm rupture was caused by the physician repositioning the guidewire. There was no malfunction with the balloon catheter. No further information regarding the event, patient information, and facility information will be released.